Event description:
It was reported that: "during a procedure of coiling of acom aneurysm, while repositioning the first coil optima, this one detached alone. A part of the coil was in the aneurism and the other part partially blocked the a2. The operator had to position a stent retriever and tried to retrieve the coil. After several attempts, a major complication occurred and they had to face a rupture of the aneurism. Finally, they retrieved the coil, and with a balloon and coils they finally treated the ruptured aneurism. The procedure last 2.5 hours." Update 28jun2024 - additional information received from the issuer: "incident date: (B)(6) 2024. This incident was reported to french competent authority, ansm. Microcatheter used during the procedure: prowler. I have asked the customer regarding product reference and waiting for his confirmation: opti308css10 in the irf and opti0258css10 in the initial form for the same lot number f230605418." Update 30jun2024 - additional information received from the issuer: "1. What is the current condition of the patient? I don't know. 2. Did the procedure involve tortuous anatomy? No. 3. Can you confirm if the supplemental accessories will be returned? (Microcatheter, etc) if so, it would be appreciated. / no only the optima. 4. Can you confirm if any detachment cycles were previously attempted? / no cycles before detachment. 5. What does the physician believe caused the rupture of the aneurysm? //several catheters and stent retriever were used to retrieve the coil and during that time a bad maneuver with a catheter caused the rupture."

Manufacturer narrative:
Balt USA reference # (B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed the introducer sheath was not included in the device return; we observed upon return of the coil system, the implant coil was detached from the delivery pusher; we observed multiple minor and major kinks as well as severe stretching along the implant coil; we observed the implant coil to be covered in blood; we observed no indication that a detachment cycle had occurred; we observed no visual damage to the detachment zone with the pet jacket, lead wires and solder joints intact; we observed multiple minor and major kinks along the hypotube; we conducted destructive testing of the delivery pusher to reveal the detachment profile of the sr thread; we observed the sr thread to be opaque and the tip to have experienced necking - indicating the thread endured an overload in tensile stress. Root cause of the reported issue can likely be attributed to an overload of tensile stress exerted on the implant coil, however the exact cause of the resistance is unknown. Upon return of the device, we observed multiple minor and major kinks, severe stretching and blood along the implant coil. In addition, we observed the sr thread to be opaque and the tip to have experienced necking - indicating the thread endured an overload in tensile stress. Moreover, we observed multiple minor and major kinks along the hypotube. Based on the investigation results, it is likely that the overload of tensile stress endured by the implant coil was caused from excessive friction forced on the implant coil. If the implant coil were to have become damaged, this can lead to excessive friction being applied to the implant coil while it is moving through the microcatheter, which can cause the implant coil to stretch. Furthermore, it is unknown if the microcatheter associated with the incident was damaged, which could have caused friction during advancement attempts and potentially lead to the reported premature separation. This could not be further investigated without the return of the associated microcatheter. It is indicated in the lhr that the unit underwent 100% inspection which verifies that the implant was free of damage at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. One additional complaint against lot number f230605418 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "during a procedure of coiling of acom aneurysm, while repositioning the first coil optima, this one detached alone. A part of the coil was in the aneurism and the other part partially blocked the a2 the operator had to position a stent retriever and tried to retrieve the coil. After several attempts, a major complication occurred and they had to face a rupture of the aneurism finally, they retrieved the coil, and with a balloon and coils they finally treated the ruptured aneurism the procedure last 2.5 hours". Update 28jun2024 - additional information received from the issuer: " incident date: 17-jun-2024. This incident was reported to french competent authority, ansm. Microcatheter used during the procedure: prowler I have asked the customer regarding product reference and waiting for his confirmation: opti308css10 in the irf and opti0258css10 in the initial form for the same lot number f230605418."

Manufacturer narrative:
Balt USA reference (B)(4). Conclusion of investigation pending return and analysis of the suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.